Manufacturer narrative:
It was reported that an 8 mm gap was observed between the cannula and connector. Failure was found during treatment, product was successfully exchanged during procedure. No harm or death to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-05-28. The cannula body is positioned on the second barb, which is within the process. In addition the leakage test showed no deviations in the area of the gap. Therefore, the provided cannula can be regarded as functional. Based on the investigation results, the complaint sample passed both visual and functional testing. Therefore, the provided cannula is considered functional, and the complaint could not be confirmed. As no malfunction could be verified with the product, it is impossible to determine a root cause. The production history record (DHR) of the affected be-pvl 2355 with lot# 3000423319 was reviewed on 2025-05-23. According to the DHR results, the product be-pvl 2355 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The reported failure is covered in corresponding basic operation procedure, and the corresponding control point was described with supporting visuals: hls cannulae connector assembly - the cannulae shall be assembled until it passes the 2nd barb of the connector. Further, the reported failure is mitigated in instruction for use of product as follow: IFU, hls cannulae, g-139, v05, page 10 ¿5.3 safety instructions for cannulae¿: - avoid subjecting the cannula to mechanical loads. - if the patient is repositioned or transported, there is a risk of decannulation caused by strain on the tubing and mechanical damage. The greatest care should therefore be exercised when carrying out these measures. IFU, hls cannulae, g-139, v05, page 12 ¿7 application¿: - check the connection between cannula and tubing set regularly. - if a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site. Customer will be informed about the investigation results by getinge sales & service representative. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Event description:
It was reported that an 8 mm gap was observed between the cannula and connector. Failure was found during treatment, product was successfuly exchanged during procedure and not used on patient. Since the event was occurred during treatment, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2025. Since the manufacturing process allows a ¿gap¿ between the connector and the cannula body, as long as the cannula body is at least positioned on the second barb. In addition, the leakage test showed no deviations in the area of the gap. Therefore, the provided cannula can be regarded as functional. Based on the provided images and measurements, the complaint could not be confirmed. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint # (B)(4)